Event description:
It was stated that the customer passed away. The custoemr was wearing the insulin pump at the time of death. The cause of death was unk, but it was suspected that she was experiencing severe hypoglycemia prior to her death. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.